Manufacturer narrative:
(B)(4).

Event description:
During a follow-up, there was no sensing and no threshold measurements on the right ventricular lead. The patient was admitted to the hospital and a revision procedure was planned. The patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, there was no sensing and no threshold measurements on the right ventricular lead. The patient was admitted to the hospital and the lead was explanted and replaced. The patient was stable.